Event description:
Fluid was observed on the floor next to the patient's bed directly underneath of where the IV tubing was hanging. Upon closer inspection, the IV tubing had apparent condensation with fluid dripping off of the lines. All of the IV tubing was immediately inspected and it was found that the 0.9% ns tubing (with ivpb of magnesium sulfate infusing) was leaking at the injection port site. The tubing was not leaking from the injection port, but directly above the site where the flexible tubing inserts into the firmer plastic hub. The tubing was immediately replaced.